Manufacturer narrative:
The product was received for evaluation and the balloon was observed to be ruptured. Inspection of the device was unable to determine the exact root cause of the ruptured balloon. Balloon rupture is an inherent risk of using this product. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." The lot history record for the device was reviewed and no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Due to reports of similar issues for this product CAPA 2024-005 has previously been initiated to perform additional investigation into the reported issue.

Event description:
It was initially reported that the pruitt f3-s shunt balloon was defective during pre-use and not directly used on the patient. However, upon receipt and inspection of the device (performed on (B)(6) 2024), the product was contaminated with blood and appeared to be used in the procedure. Inspection found that the balloon had ruptured and was unable to inflate. As a result, the reported issue has the potential to result in an adverse event and this is now considered a reportable incident. There was no reported injury as a result of the incident.